Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round spectrum 325cc saline breast implant, catalog # 3501450, s/n (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round spectrum 325cc and experienced an unknown adverse event on breast implants. As a result, patient underwent removal of implants on (B)(6) 2018. No other information has been made available. This is for the left side implant, see manufacturer report number 1645337-2018-05224 for contralateral prosthesis.